Event description:
It was reported that the ultrasound bronchofibervideoscope exhibited that the picture and the ultrasound on the scope is dark and/or grainy. The issue occurred during a diagnostic endobronchial ultrasound procedure. The intended procedure was completed with another similar device. There were no reports of patients' harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.